Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an infusion set kinked cannula. The customer went to the emergency room (ER) and was subsequently hospitalized due to high blood glucose (bg) level and diabetic ketoacidosis (dka). The customer was released from the hospital on (B)(6) 2017. Multiple attempts were made by tandem's technical support to obtain additional information (including infusion set); however, no additional information was provided.